Event description:
Stimulation sensation was on/off. Stimulation started in her left leg and then traveled to her right leg. The pt's leg was discolored and bluish in color. Its temperature was always changing. The leg was painful when she moved. She was able to move her toes. The implantable neurostimulator was replaced due to normal battery depletion.

Manufacturer narrative:
(B) (4).